Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the texium syringe leaked when the pharmacy technician was preparing a cassette. Per the pharmacy technician, it leaked at the tip when I had it connected to a cassette and was pushing drug in (the tubing attached to the actual cassette, not the additional tubing that we connect afterwards).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# my8060 and lot# 24075166 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: my8060 batch number#: 24075166 it was reported by customer that the texium syringe leaked when the pharmacy technician was preparing a cassette. Per the pharmacy technician, it leaked at the tip when I had it connected to a cassette and was pushing drug in (the tubing attached to the actual cassette, not the additional tubing that we connect afterwards). Rcc received a complaint via email. Email(s) attached. The texium syringe leaked when the pharmacy technician was preparing a cassette. Per the pharmacy technician, it leaked at the tip when I had it connected to a cassette and was pushing drug in (the tubing attached to the actual cassette, not the additional tubing that we connect afterwards). I know it was a problem with the specific syringe because the other two syringes I connected to the same cassette didn't have a problem. ¿ product name and/or catalog number: texium 50 ml needle-free syringe. ¿ lot number or serial number: (B)(6). ¿ any injuries and/or harm?: no ¿ is the actual sample or sample representative available? (If possible, please send affected sample) no, sorry the pharmacy technician immediately discarded the syringe.